Event description:
A customer reported an event code with the adc device, and was therefore unable to obtain sensor reading. The customer lost consciousness, and had contact with a healthcare professional. The customer drank juice and milk provided by the healthcare professional for treatment. There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.